Event description:
It was reported that the physician was unable to screw the lead into the superior vena cava (svc) coil on the device header. Two different wrenches were used and the set screw was not able to be engaged. The device was attempted and not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. No anomalies were found. (B)(4).